Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured june 9-11, 2025. H11: the actual device was not available; however, twelve (12) companion samples were received for evaluation. A functional leak test was performed on the 12 unused samples by filling their bladder with green color water to the nominal volume. During and after fill, no evidence of leak or rupture was observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured june 9-11, 2025. H11: the actual device was not available; however, twelve (12) companion samples were received for evaluation. A functional leak test was performed on the 12 unused samples by filling their bladder with green color water to the nominal volume. During and after fill, no evidence of leak or rupture was observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor ruptured. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.